Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor won't power up) has been confirmed. Upon investigation the monitor was unable to pass incoming functionality testing and displayed a service code 102 (charge profile faults). The cause for the failure was extensive corrosion on the unit and physical abuse. The root cause for the corrosion was ingress of an unknown liquid and physical abuse. No adverse event resulted from the defective monitor. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to hold charge) was confirmed. Upon investigation, the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a loose bus bar on pad p4. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on . A us distributor also returned battery sn (B)(4) and reported that the battery was unable to hold a charge.